Event description:
The facility biomedical engineer reported a system message displayed during set up. The system message could not be cleared and the staff cancelled 5 cases. There were no pts prepped for surgery. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics controller pcb was replaced and sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specs. The fluidics controller pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to the FDA on: 09/17/2009.